Manufacturer narrative:
An event regarding crack/fracture involving a scorpio trial was reported. The event was confirmed. Method & results: -device evaluation and results: examination of the returned device with material analysis engineer indicated the device fractured due to overload which was consistent with the reported event. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the investigation concluded that there were no observed manufacturing defects with the reported device. Examination of the returned device with material analysis engineer indicated the device fractured due to overload which was consistent with the reported event. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
During surgery, the surgeon used the insert trial (#7 8mm). When inserting the insert trial, the surgeon was beating several times in tibial impactor. Afterwards, when the surgeon removed the insert trial, he found out that the insert trial broke. Therefore the surgeon removed the broken piece.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
During surgery, the surgeon used the insert trial (#7 8mm). When inserting the insert trial, the surgeon was beating several times in tibial impactor. Afterwards, when the surgeon removed the insert trial, he found out that the insert trial broke. Therefore the surgeon removed the broken piece.